Manufacturer narrative:
The linox lead returned was capped off approx. 15 cm distal from the is-1 connector pin; the corox was capped off approx. 27 cm from the is-1 connector pin. Both were available as fragments only. All parts of the lead were returned for analysis and subjected to visual, mechanical, and electrical testing. During analysis of the linox, multiple signs of wear along the fragments were detected. However, insulation was intact. In addition, the distal fragment was partially enclosed in calcified tissue, the shock coil and tip electrode in particular. This damage could have led to the increase in pacing impedance. Furthermore, compression resembling a 360 degree radial loop around the lead body was found about 12 cm distal from the is-1 connector pin, in the ligature region, which is likely due to the tightly secured ligature tie. Cuts on the insulation and shock coil deformities were also found, which are also likely due to the extraction. During the corox analysis, numerous spots of explantation damage were found, such as cuts in the insulation. It was also clear that the tip electrode was extracted from the ring electrode adhesive. This damage indicates significant mechanical force during extraction. Measurement of the dc resistance for the electrical leads in all fragments showed no irregularities. No deviations could be identified that could be the root cause for an increase in pacing threshold. The production process for both leads was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a material or manufacturing defect.

Event description:
It was reported that approximately 78 months after implantation, an increase in stimulation impedance ( > 1200 ohms) was observed. Lead fracture was suspected. The lead was explanted.